Event description:
It was reported that the patient was experiencing increased pain in the neck and lower back. It was also reported that the patient's ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted ipg was discarded.